Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot 80435, was returned and analyzed. Visual inspection of catheter showed blood inside the balloons. Smart chip verification indicated the catheter was used for 27 injections. The catheter failed the performance test upon connecting to the console due to system notice 50011, indicating the refrigerant delivery path is obstructed. The dissection test showed a guide wire lumen kink at 1.2 inches from the tip of the catheter. The pressure test showed a breach at the same point of the guide wire lumen kink. In conclusion, the balloon catheter failed inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and mapping catheter subsequently tested out of specification per the manufacturer's investigation.